Manufacturer narrative:
The analysis was updated with additional testing: the connection part of the 6f vista brite tip guiding catheter was pulled from the packaging by the hub and the leakage was noted. The product was stored and prepped in the cath lab according to the instructions for use (IFU). The packaging remained intact. The integrity of the sterile pouch was not compromised. The product was not purposely opened in anticipation of use and was not reshelved. The device was not resterilized. Additional procedural details were requested but are unknown. A non-sterile unit of a vista brite tip catheter (6f .070 jr 4 100cm) was received coiled inside of a clear plastic bag. Per visual analysis, a kinked/bent condition was observed at 28.5 and 62 cm from the distal tip. No other damages or anomalies were detected. Dimensional analysis was performed to verify the correct guiding catheter inner diameter (ID) and outer diameter (od), measurements were taken near the damages. Dimensional analysis results were found within specification. Functional analysis was performed to determine if any leaking is noticed on the device. A lab sample syringe with was filled with water and attached to the luer hub of the catheter. The distal tip was clamped to avoid that the water flow out of the device. A positive water pressure was applied to verify if any leakage can be noticed. No leakage was observed during the test. A product history record (phr) review of lot 17728053 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint reported by the customer ¿luer hub - catheters- leakage - during prep¿ was not confirmed since no leakage was found the during functional test. The exact root cause of the reported failure could not be determined during the analysis. Handling factors may have contributed to this type of event. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Do not resterilize. Do not expose to organic solvents. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure.¿ the recommended procedure section in the IFU states, ¿remove the guiding catheter from its packaging. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter. Prior to use, flush the guiding catheter lumen with a heparinized saline solution.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The connection part of the 6f vista brite tip guiding catheter was pulled from the packaging by the hub and the leakage was noted. The product was stored and prepped in the cath lab according to the instructions for use (IFU). The packaging remained intact. The integrity of the sterile pouch was not compromised. The product was not purposely opened in anticipation of use and was not reshelved. The device was not resterilized. Additional procedural details were requested but are unknown. A non-sterile unit of a vista brite tip catheter (6f .070 jr 4 100cm) was received coiled inside of a clear plastic bag. During the visual inspection no anomalies were observed. Per functional analysis, the catheter was flushed with a syringe and no leakage was observed at the hub. A product history record (phr) review of lot 17728053 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint reported by the customer ¿luer hub - catheters- leakage - during prep¿ was not confirmed since no leakage was found the during functional test. The exact root cause of the reported failure could not be determined during the analysis. Handling factors may have contributed to this type of event. According to the IFU, although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Do not resterilize. Do not expose to organic solvents. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure.¿ the recommended procedure section in the IFU states, ¿remove the guiding catheter from its packaging. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter. Prior to use, flush the guiding catheter lumen with a heparinized saline solution.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. This device was returned for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
When the connection part of the 6f .070¿ x 100cm judkin right4 (jr4) vista brite tip guiding catheter was pulled from the packaging by the hub, leakage was noted. The product stored and prepped in the cath lab according to IFU. The packaging remained intact. The integrity of the sterile pouch was not compromised. The product was not purposely opened in anticipation of use and was not reshelved. The device was not resterilized. Additional procedural details were requested but are unknown. The device will be returned for evaluation.